Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms. The pump was exercised and loss of prime alarms could not be duplicated.